Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a trace of tissue on the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, indicating the lead was not fractured.

Manufacturer narrative:
A new competitor right ventricular lead was successfully implanted. To date, the attempted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during the implant procedure; this right ventricular defibrillation lead was attempted to be positioned appropriately multiple times. Pacing impedance measurements were up to 1700 ohms and thresholds measurements were unacceptable. After multiple attempts to position the lead; the patient experienced chest pain and a drop in blood pressure. The patient received atropine and dopamine intravenously. The medication helped stabilize the blood pressure. The decision was made to remove and replace the lead with a competitor product. The impendence and threshold were slightly improved. An echocardiogram was performed after the procedure and revealed a pericardial effusion. The pacing system remains implanted and no additional adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
--